Event description:
It was reported "after placing an aortic balloon counterpulsation catheter in a patient, the equipment frequently alarmed "helium leak". After investigating the patient, we found that there was an air bubble at the connection of the plastic tube of the intra-aortic balloon helium catheter. We tried two methods: wrapping the tube twice with tape and cutting a small section of the plastic tube and reconnecting the catheter, but the device still alarmed "helium leak". A new catheter was put in immediately and the device did not alarm again." The replacement catheter was replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after placing an aortic balloon counterpulsation catheter in a patient, the equipment frequently alarmed "helium leak". After investigating the patient, we found that there was an air bubble at the connection of the plastic tube of the intra-aortic balloon helium catheter. We tried two methods: wrapping the tube twice with tape and cutting a small section of the plastic tube and reconnecting the catheter, but the device still alarmed "helium leak". A new catheter was put in immediately and the device did not alarm again." The replacement catheter was replaced using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "equipment frequently alarmed helium leak" is not able to be confirmed. Upon return, damage was noted to the teflon sheath extrusion while also being noted on the bladder. Furthermore, the iabc outer lumen was also noted damaged/broken. Due to the combined damage and returned state of the device, it could not be confidently determined whether any of the damage occurred prior to insertion, during insertion/removal, or because of the bladder withdrawal through the teflon sheath. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.